Event description:
Per the clinic, the patient underwent skin flap revision surgery on (B)(6) 2015; during the same procedure, a new internal magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.